Event description:
Additional information received noted that the manufacturer's representative spoke to the physician and he didn't remember this patient coming back in to see him. To the best of the knowledge of the manufacturer's representative the device had not been removed.

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient had a loss of control about a month ago and the stim was not working as well. The patient went on medication and received help changing the active program. The patient recently went off the medication and the stim was back to not working as well. If the patient increased the stim too high it was uncomfortable. The patient wanted help changing the program. It was noted that the event or symptoms occurred following a fall. The fall happened over six months ago. The patient did not notice at the time, she noticed them one month ago. The patient was at home. The patient's program was changed from 2 to 3 and increased the stim in program 3 to 1.2 v. The patient was now feeling stimulation. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model # 3093-33, lot # v487997, implanted 2010 (B)(6), explanted unknown; programmer model # 3037, lot #njd108713n. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had experienced a loss of therapeutic effect. There was no known accident or incident related to this issue. The patient did experience some falls, but the stimulation was working to control her symptoms post falls. The patient has had a return of symptoms (incontinence) since (B)(6) 2012. Symptoms (incontinence) returned after patient had a uti, which was cleared up with medication. It was confirmed that the ins was on. Patient was using program 1 at 1.9v. They were assisted with changing to program 2 at 1.7v. The patient will try that program to see if incontinence improves. If additional information is received, a follow up report will be sent.